Event description:
It was reported via the edwards lifesciences implant patient registry that a 29mm sapien 3 valve, implanted in the aortic position, was explanted after an implant duration of 5 years and 3 months. A surgical valve was implanted. Per the medical record a tte performed 10 days prior to the explant of the bioprosthesis revealed peak/mean gradients were 16 & 9 mmhg respectively, aortic valve peak velocity of 202 cm/sec, and aortic valve area (velocity time integral) of 2.1 cm2. There was no evidence of prosthetic aortic valve obstruction. Mild central aortic regurgitation was noted. Documentation related to the indication for explant of the aortic bioprosthesis was not provided. The available records indicate that the patient was hospitalized for heart failure related to severe mitral regurgitation, requiring mitral valve replacement surgery. Reported aortic bioprosthesis hemodynamic values demonstrated a well-functioning valve with only mild central regurgitation.

Manufacturer narrative:
Investigation is ongoing.